Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the defective cable, caused by user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to the regional repair center (ocg) for evaluation. The customer's reported image issue was confirmed; during inspection and testing the device displayed no image/no communication due to a broken cable unit. The visual inspection of the cable unit observed a small hump/kink on the cable; potentially damaging the internal glass fiber wires from bending, cleaning and or dragging. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocg) was informed that a customer (B)(6) camera head will be returned service for a reported image problem "image dropout/image distortion" that was found during preparation for use. No patient involvement or harm was reported.